Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed and found to have a broken idler roll gear. The instrument housing was removed, and a piece of broken roll gears was found inside the housing. During a manual articulation of the inputs, the instrument failed to rotate the main tube. It was noted that the broken gear prevented the main tube from articulating. The instrument failed unintuitive motion during functional testing on the in-house system due to the broken roll gear. Additionally, the instrument exhibited unintuitive motion due to the broken idler gear. The instrument was installed on an in-house system and driven. When placed on the in-house system, it was observed that the main tube did not rotate when commanded by the system. With the instrument's wrist and joggle joint bent and commanding the instrument to roll, the instrument's distal end would move in a circle, which appeared to be an unintuitive motion as the circular motion was unexpected, as the expected motion was for the distal end of the instrument to stay in a consistent location and only spin/roll. Additionally, in certain orientations over the range of the roll direction, the instrument's distal tip moved opposite to what was commanded. This behavior was observed in the roll direction(s) and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. Additionally, not reported by the customer, the instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user-installed tip accessory. The broken piece was not returned and measured approximately 1.84 mm x 2.95 mm in size. Despite the damage, the user tip accessory was installed and passed energy delivery when tested on the in-house system. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces and can also be caused by improper reprocessing techniques as improper reprocessing techniques can lead to the embrittlement of plastic components, such as the roll idler gear.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the monopolar curved scissors (mcs) instrument was returned due to a malfunction during the procedure. The reported issues on the instrument were that the instrument had jerky movements, breakage of the flexible apical part of the instrument, unresponsiveness to commands, and the instrument did not follow the surgeon's movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the customer reported that the instrument was not following the surgeon¿s commands. The customer clarified that the apical part was not completely detached or separated from the body of the mcs. The instrument had non-intuitive-movement and had moved in an unintended or opposite way. There was no injury to the patient and no fragments fell inside the patient. The procedure was completed robotically as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the monopolar curved scissors (mcs) instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.